Manufacturer narrative:
(B)(4): the customer reported to the philips that the ac power module was not working. It was evaluated by the customer. Given the information provided by the customer, the philips customer care center determined that the ac power module had failed. The customer was sent a new one under warranty which resolved the failure.

Event description:
The customer reported to the philips customer care center that the ac power module was not working.